Event description:
The customer reported that during a radio frequency ablation procedure, the generator stopped. They tried to turn it on again but an impedance error occurred after the start-up countdown. Impedance readings were over 700 ohms at that time. Although the generator was rebooted several times, the problem persisted. The procedure was completed with another generator.

Manufacturer narrative:
(B)(4). (B)(4). The generator was received and evaluated at our (B)(4) service center. The impedance error that shut down the generator was replicated. One of the pcb was replaced and corrected the problem. This is a random component failure on a 6 year old generator.